Event description:
This broviac was placed during the summer. The pa was called to evaluate the broviac for repair, which had ruptured in the outer lumen just above the hub. The broviac was only six days old and had a hole in the outer lumen just above the hub. This is the second broviac that failed on this patient. The first broviac was discarded. A third broviac was not placed in the patient. The first broviac was repaired repaired x 3, as the line was open to air with approximately a 1 inch hole in the catheter near the hub. It was repaired per sterile procedure using sterile 4 french broviac repair kit. It is unknown if the 1st and 2nd broviac catheters are of the same or different lots.